Event description:
Needles become loose after tightening onto syringe for intramuscular (im) medication administration. This is putting nurses at risk for needle sticks, while also making it possible for medication to leak during administration.